Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 - user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 545, 293, 257, 203 and 194 mg/dl. The customer's expected fasting blood glucose test result range is 150 - 200 mg/dl. Customer stated that he performed three blood tests and had obtained the same result of 545mg/dl fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 439 mg/dl and 439 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is one month. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Customer wants to know how to reset the meter. Customer states that he run 3 blood tests and got the same results all three times, 545mg/dl fasting. Customer states that the results were over 500, the results are too high. Meter time and date is not set.